Event description:
On (B)(6) 2021, a reporter for the lay user/patient contacted lifescan (lfs) germany, alleging that the patient¿s onetouch meter read inaccurately high. The complaint was classified based on the customer care agent (cca) documentation and on additional information obtained by the cca during a follow-up call with the patient on (B)(6) 2021. During the follow-up call, the patient reported that on (B)(6) 2021 at approximately 8:00 am, he obtained an alleged inaccurate high blood glucose reading of ¿220 mg/dl¿ with the subject meter compared to his normal results. The patient stated that he normally manages his diabetes with rapid-acting insulin (6 units at breakfast time, (B)(4), units at lunchtime and (B)(4), units in the evening) and insuman basal insulin (B)(4), units in the evening). The patient claimed that immediately after the alleged issue occurred, he injected (B)(4), units of rapid-acting insulin and took his breakfast. The patient indicated that he felt fine until approximately 12:00 pm when he suddenly ¿fell over¿ and ¿passed out.¿ his neighbour heard him and called the patient¿s wife who then called the ambulance. The emergency doctor obtained a blood glucose reading of ¿40 mg/dl¿ on the emergency medical services (ems) meter. The patient stated that the doctor treated him with an unspecified injection and a drink of cola. After treatment, another blood glucose reading of ¿105 mg/dl¿ was obtained on the ems meter compared to a blood glucose reading of ¿200 mg/dl¿ on the subject meter around 12:10 pm. During troubleshooting, the cca noted that the subject meter was set to the correct unit of measure and the patient had followed the correct testing process. The cca confirmed that the patient¿s test strips had been stored correctly and there was no indication of misuse to the product. The cca noted that the patient did not have control solution available at the time of the call to test the subject device. The cca educated the patient on the use of control solution. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.

Event description:
On august 16, 2021, a reporter for the lay user/patient contacted lifescan (lfs) (B)(6), alleging that the patient¿s unspecified onetouch meter read inaccurately high. The complaint was classified based on the customer care agent (cca) documentation. Attempts were made to contact the patient for further information; however, they were unsuccessful. The reporter stated that on (B)(6) 2021 the patient obtained an alleged inaccurate high reading with the subject meter; exact reading not provided. It was not reported what medications, if any, the patient takes to manage his diabetes. In response to the elevated reading, the reporter claimed the patient acted accordingly however details of the action taken were not provided. The reporter claimed the patient was found ¿collapsed and whimpering¿ on (B)(6) 2021, after the alleged issue occurred. When emergency medical services (ems) arrived, the reporter claimed the patient¿s blood glucose measured ¿40 mg/dl¿ on the ems device compared to a measured value of more than 3 times on the subject meter. It was not reported what treatment the patient received. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.